Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the bronchus during a tracheal/bronchial stent placement procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the bronchus during a tracheal/bronchial stent placement procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on september 29, 2023: it was reported that the stent was to be implanted to treat a 1-2cm stenosis caused by a malignant tumor. The patient's anatomy was a little tight and was not dilated prior to stent placement.

Manufacturer narrative:
Block b5 has been updated with the additional information received on september 29, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial delivery system and deployment suture were received for analysis; the stent was not returned. No damages were noted on the returned device. The reported event of stent partially deployed was not confirmed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed since the stent was not returned for evaluation; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.